Manufacturer narrative:
This is being filed as unconfirmed torn cornea. Method: no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusion: there is not sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.

Event description:
Pt reports after wearing lenses for a week, she had excruciating pain, wen to ecp and was told she had 2 torn corneas. Two weeks later, she put in a new lens and had the same problem. Attempts to contact the pt for more info and ecp contact info were made with no reply to date. This is being filed as unconfirmed torn cornea.